Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed internal and external physical impact damages consistant with mishandling. The investigation was deemed compromised. All the damaged parts were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.